Event description:
A malfunction alarm was reported with a code of malf 12, and it was noted that no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through resetting the pump, which resolved the issue. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer acknowledged and understood.